Event description:
The reporter had rec'd er1 and er2 messages. She stated that while she did check the confirmation dot, she didn't remember using the color comparison chart on the vial. She said that she may not have had enough blood for a few of the tests, and would then retest. She reported that she took her meter to her dr's office for a comparison, and that her meter read 118 and the meter at the dr's office read 227.